Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported, "the 3 deg bushing was placed on the tibial alignment rod in the normal way and as the surgeon attempted to place the bushing at the correct cutting depth the bushing would slip on the jig. To establish if it was the bushing or the alignment jig rod that was causing the problem we trialed the 0 deg bushing on the same rod, and this bushing was holding its position correctly."